Event description:
It was reported that the spike connector cover was disconnected from the spike of a uv flash transfer set during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. The results of the sample analysis revealed the device was tested and passed visual inspection. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. A uv spike outside diameter measurement was performed with no issues noted. The sample analysis determined the product met all specifications. Should additional relevant information become available, a supplemental report will be submitted.